Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of "fluid got into dvi connection" is confirmed. Upon return, rusts were noted on multiple connectors during visual inspection which was likely the cause of the reported problem. The root cause of this complaint is undetermined. A potential cause of component damaged due to the spill of fluid. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that prior to use on patient the saline bag burst, and the intra-aortic balloon pump (iabp) shut off.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use on patient the saline bag burst, and the intra-aortic balloon pump (iabp) shut off.